Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that an eye biometry probe displayed inaccurate measurements and stopped functioning. The values were so improbable that the patient was measured with use of another device. There was no harm to the patient. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The probe was examined. Additional, related information was requested, but was not obtained. However, the company representative was sent the probe, which was then returned for evaluation. A biometry probe with applicator was received for evaluation. A visual assessment of the returned biometry probe w/applicator revealed severe physical damages ¿ long deep cracks around the probe applicator, broken probe end, crack in the middle of probe tip, and discoloration around probe tip. The biometry probe w/applicator was connected to a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The biometry probe w/applicator was functionally tested. The biometry probe w/applicator could not generate measurements. The cause of the reported event can be attributed to the severe physical damages on the probe. However, how that probe got damaged remains inconclusive. The manufacturer internal reference number is (B)(4).